Manufacturer narrative:
Product analysis: pli# 10 product ID# 97716 the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances on the day of surgery. Impedance values on all contacts ranged from ~18,000-21,000. Palpation of device and system. Impedance measurements in different positions. Oor/settings not available was seen. Different programming parameters such as addition of electrodes and increase pw to account for oor notification. A return of pain was noted. Patient reported inability to increase therapy ("desired settings unavailable" message) during 4/24 clinic visit. Upon interrogation of device, it was determined all electrodes reported elevated impedance values. Patient had been receiving good therapy until this time. Troubleshooting activities such as palpation of ins and system was performed with impedance measurement retaken but no change impedance values were seen. Impedance measurement was also conducted while patient was in different positions but no changes in measurement was noted. Patient was then scheduled for revision procedure. At revision procedure (B)(6) there was no change to patient report outcomes. A pre-op impedance measurement performed with similar measurements as the april visit. During procedure, device was removed from pocket, leads removed from ins header, wiped down and reinserted. Impedance measurement was then taken while device was out of the body and showed all in-range values. Upon placing the ins back in the pocket, an impedance measurement was performed again with values reading ~18,000-21,000 again. Device was then removed from pocket and the impedance measurement showed normal readings again when device was out of the pocket. Thinking there could potentially be a small break in the leads that manifests when they are coiled in the pocket behind the ins, the physician then coiled leads externally as similar as possible to how he does when placing ins in-vitro and an impedance measurement was re-taken. The result was in-range impedance values (note: the ins was placed on the patient was not in the body). Physician then placed the ins partially (~50% ) in the pocket with header/antenna side in patient and an impedance measurement was then performed. This immediately reproduced the elevated impedance values of ~18,000-21,000 ohms and a new ins was requested to be implanted. Initial ins was removed and replaced with a new one. Coverage of pain was recaptured. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.